Manufacturer narrative:
The device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
The device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: the client described that the catheter was leaking (position of leakage unknown) and that the catheter snapped while removing after it had been used for 6 days. We received the catheter as a sample in two parts. The catheter tube snapped at the junction to the wing. Furthermore, the tube snapped at 18 cm from distal. The distal part is missing. The microscopic examination of both breakage areas showed a rough and uneven surface, which is a typical sign for a tensile fracture due to a high tensile load. Moreover, this clearly shows that the distal end of the tube was not shortened or cut but snapped. From previous complaints we learn of various possible causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Routine care - when lifting the baby to change bedding. Movement - the baby themselves catching the line, normally with a foot, during movement. A review of the batch history records was performed, and no deviations were found. The batch complied to its specification and was released. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. Corrective action: as each catheter is leak and flow tested before packaging and the catheter was used uneventfully for 6 days before leakage occurred, a manufacturing defect would be rather unlikely. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Therefore, no further corrective action was initiated by quality management.

Event description:
Leaking, unclear where it was leaking from, upon removal catheter snapped off.